Event description:
Boston scientific received information that the patient with this device was hospitalized. During the hospitalization, this device was interrogated revealing stored tachycardia episodes had occurred. In addition, there was external noise causing oversensing that resulted in pacing inhibition greater than two seconds. It was thought this may be due to myopotentials. The lead configuration was unipolar. Device sensing thresholds were reprogrammed. It was thought the patient's symptoms were not device or lead related. Diagnostics did not reveal any device malfunction. The patient remains hospitalized due to the unrelated issues. It is unknown whether the lead is a boston scientific lead as no lead information was available.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.